Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote was given. Model 3gar (B)(4) is approximately 3 years 6months of age. The user manual part number 1143151 rev. E (aug-07). The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male but his age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
No injury alleged. Malfunction alleged. Customer alleged chair would not drive. (B)(4). MDR filed.